Event description:
It was reported that during a revision gastric bypass, during the third firing across the stomach the device cut the tissue and staples deployed in a u shape. The device was fully articulated to the right and the staple line failure was left of the cut line. The pouch was smaller than anticipated and surgery was prolonged by 15 to 20 minutes. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. There were no changes to the patient's post operative treatment. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.